Event description:
The customer reported the system produced fluoroscopy x-ray without command. No report of pt or staff injury.

Manufacturer narrative:
No conclusion can be drawn, as repair info has yet to be disclosed.